Event description:
Affiliate reported the customer was hospitalized for high blood glucose. The affiliate stated the customer had diarrhea before the customer's hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.